Event description:
Boston scientific received information that this zoom latitude programmer (prm) shut down without being prompted and began emitting smoke from the disk drive. No adverse patient effects were reported. The prm planned to be returned for analysis.

Manufacturer narrative:
At this time the device has not been returned to boston scientific for analysis. There is no additional information available. If further information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the device was performed. A shorted condition on the circuit board was confirmed which was determined to be the cause of the reported smoke. Additionally, a radio frequency (rf) cable was replaced, but was unable to be secured due to induced damage during analysis testing.